Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrocardiogram, post-paced t-wave oversensing was observed on the ventricular lead. There were no patient consequences due to the oversensing. No additional information was reported.

Manufacturer narrative:
Correction: manufacturer report 2017865-2017-35556, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).